Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The broach handle lock is loose. Once locked onto broaches the handle is really loose, it still holds the broach and didn't cause any delays. No missing or broken pieces. Just worn out.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, ¿the broach handle lock is loose. Once locked onto broaches the handle is really loose, it still holds the broach and didn¿t cause any delays. No missing or broken pieces. Just worn out¿ the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that corail2 anterior broach handle presents an overall worn condition consistent with normal and constant usage for over 8 years. No other cosmetic defects were observed. Functional testing performed with a sample mating broach (201203005) revealed that the broach handle was able to hold the broach as design intended. However, it was noted that the lever does not presents a tight fit, a small amount of force is able to release the lever. The reported complaint condition was able to be replicated. The observed condition could be attributed to unintended use error, this type of damage is likely due heavy usage and impaction forces applied to device on not intended areas. However taking in consideration the age of the device (6 years) the potential cause can be attributed to end of life. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. The overall complaint was confirmed as the observed condition of the corail2 anterior broach handle would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing record evaluation was performed for the finished device [lot/serial/batch] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified during manufacturing. [Draw rationale as to why issues are not related to malfunction] corrected: h3